Event description:
According to the reporter: the needle broke while inside the patient's cavity. The needle was retrieved. A new instrument was then opened to complete the case. Or time was extended approximately 5-10 minutes to retrieve the needle.